Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping tones from the device. Technical services explained that the device could beep for various reasons and that the device would need to be interrogated. The patient contacted their clinic, who referred them to the emergency department (ed). The local sales representative reported the patient did not want to go to the ed so it was not known when or if the patient would be seen for a device check. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. On april 24, 2023 the patient was having a device follow-up and reported to the local sales representative that the device had emitted beeping tones earlier in the month, and other times too. Device data was saved and submitted to technical services for review. Engineering analysis of the data found the device had undergone resets, causing the device to beep. Log files of this device showed resets indicating timeouts which occurred during telemetry operations. Up to this point, the resets were benign. However, these resets are happening more frequent than typically seen. There was a risk for telemetry loss in the future, as well as a potential risk for the device to enter a loop of continuous resets, which could result in a rapid depletion of the battery and inhibition of therapy. Therefore, device replacement was recommended due to the device undergoing frequent resets, to ensure protective therapy remained available. No adverse patient effects were reported. The local sales representative reported that the physician intends to replace the device but no date has been scheduled. Additional information was received. The device was explanted and replaced in early july. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping tones from the device. Technical services explained that the device could beep for various reasons and that the device would need to be interrogated. The patient contacted their clinic, who referred them to the emergency department (ed). The local sales representative reported the patient did not want to go to the ed so it was not known when or if the patient would be seen for a device check. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. On (B)(6) 2023 the patient was having a device follow-up and reported to the local sales representative that the device had emitted beeping tones earlier in the month, and other times too. Device data was saved and submitted to technical services for review. Engineering analysis of the data found the device had undergone resets, causing the device to beep. Log files of this device showed resets indicating timeouts which occurred during telemetry operations. Up to this point, the resets were benign. However, these resets are happening more frequent than typically seen. There was a risk for telemetry loss in the future, as well as a potential risk for the device to enter a loop of continuous resets, which could result in a rapid depletion of the battery and inhibition of therapy. Therefore, device replacement was recommended due to the device undergoing frequent resets, to ensure protective therapy remained available. No adverse patient effects were reported. The local sales representative reported that the physician intends to replace the device but no date has been scheduled.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. However, detailed analysis detected a high current drain, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor, which resulted in premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Further testing was performed due to the device resets that occurred while implanted. The device case was removed to facilitate inspection and testing of the internal components. Internal visual inspection of the solder connections on the telemetry chip in the radiofrequency (rf) telemetry area found that some of the solder joints had smeared solder material and there was a fracture in a solder pad on a capacitor. These anomalies with the solder in this area are believed to be the cause of the resets the device was performing.

Event description:
It was reported that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping tones from the device. Technical services explained that the device could beep for various reasons and that the device would need to be interrogated. The patient contacted their clinic, who referred them to the emergency department (ed). The local sales representative reported the patient did not want to go to the ed so it was not known when or if the patient would be seen for a device check. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. On april 24, 2023 the patient was having a device follow-up and reported to the local sales representative that the device had emitted beeping tones earlier in the month, and other times too. Device data was saved and submitted to technical services for review. Engineering analysis of the data found the device had undergone resets, causing the device to beep. Log files of this device showed resets indicating timeouts which occurred during telemetry operations. Up to this point, the resets were benign. However, these resets are happening more frequent than typically seen. There was a risk for telemetry loss in the future, as well as a potential risk for the device to enter a loop of continuous resets, which could result in a rapid depletion of the battery and inhibition of therapy. Therefore, device replacement was recommended due to the device undergoing frequent resets, to ensure protective therapy remained available. No adverse patient effects were reported. The local sales representative reported that the physician intends to replace the device but no date has been scheduled. Additional information was received. The device was explanted and replaced in early july. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.